Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the rt stated the pendant on the imaging device was getting stuck on "connected, not ready" and "initializing, please wait". The mobile view station (mvs) was not negotiating the host name "ias". The ip info was added and ias was added to the host name file. The imaging system then passed the system checkout and was found to be fully functional. The software investigation confirmed that it is not a software issue. The issue was due to system configuration issue. The ip address and ias information added to host file to recover. Software functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the radiologic technologist (rt) started up the system, but it stayed in standalone mode on the image acquisition system (ias), but the mobile view station (mvs) said something about being unable to connect and find the file for the rad/gain calibration. The rt restarted the system twice, but there was no resolution. There was no patient present when this issue was identified.